Manufacturer narrative:
An analysis was performed by a philips field service engineer (fse) which included functional testing with a philips tester. The results of the analysis indicate the device produces the correct value and is able to generate an alarm when the pulse value is low. There was no error detected with the device. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6).

Event description:
It was reported that the spo2 reading are fluctuating and unable to detect sp02. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) was advised that the x3 was unable to display the correct spo2 value when they compare the value with their own oximeter. The customer was unable to confirm if they did swap to another probe. The fse tested the x3 spo2 function with philips tester and was able to produce the correct value and was able to generate alarm when the pulse value is low. There was no error detected on the x3. Based on the results of the analysis, the product was confirmed to be operating per specifications. The customer was advised to use another probe for next patient to see if issue occurs again. If the issue persists, the customer was advised to contact philips for further support. Product information had been updated from previously reported base on additional information received.